Manufacturer narrative:
Patient provided photos which indicated a contact dermatitis occurred. Since multiple products (unspecified cream, betadine, alcohol and r1546 steri-strip closures) were reportedly applied to the site, it was difficult to determine etiology of the contact dermatitis. Product IFU states the following: precautions: the skin should be clean, dry, and free of skin oils to assure good adhesion. Directions for use: clean and dry skin.

Event description:
Patient reported one week following knee surgery, his original steri-strip closures (unk product) were removed in the physical therapy office and no reaction was noted. His knee was massaged with an unspecified cream and cleansed with betadine and alcohol. The physical therapist then reportedly applied about sixteen new steri-strip closures. Patient alleged he experienced itching later that same day. The following day he reportedly went to the emergency room due to severe itching and burning. Patient alleged he experienced redness, itching, swelling, blistering and skin removal under the entire area where the steri-strip closures were applied and was reportedly given rx triamcinolone cream for treatment.